Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was being performed to treat mitral regurgitation (mr). Devices were prepared according to the instructions for use (IFU). While placing the clip delivery system (cds) system in the steerable guide catheter (sgc), the physician advanced the introducer into the hemostasis valve, but after the physician realized that the device could not be advanced any further, they pulled the introducer back with the cds system according to the IFU rules, and realized that the hemostasis valve was no longer working and that air was being taken in. After checking the guide for damage by aspiration several times, it was replaced with another sgc. The procedure was completed without any problems.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspirations were performed. There is no indication of a product issue with respect to manufacture, design, or labeling.